Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an improper reprocessing during the reprocessing cycle. Ther were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection however the reported failure was confirmed by olympus fse. Based on the results of the investigation, the cause of the reported malfunction improper reprocessing was a user error. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. It was reported that there was trouble washing a scope in the endoscope reprocessor. The customer informed the fse that the device was not properly pre-washed, which resulted in multiple channel pressure errors in the endoscope reprocessor due to a blockage inside the scope. The customer also stated that a fellow scope technician advised them to wash the scope again in the endoscope reprocessor and it will push out the blockage. Additionally, the fse was informed that the scope, which did not complete a full cycle in the endoscope reprocessor, was accidentally placed in a clean cabinet. And same scope was used the following day during a patient procedure. The subject device will not be sent back to olympus for further evaluation and repair. An insufficiently reprocessed endoscope may pose an infection control risk to the patients or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.